Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) units top screen is flickering. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10 additional customer contact information: name: (B)(6), email: (B)(6), phone:(B)(6), occupation: biomedical engineer a getinge field service engineer (fse) checked and found that top display was flickering and not function properly, replaced top lcd display and some labels . Ran and passed all performance and function tests. Verified top display to be functioning correctly. All functional and safety checks performed to meet factory specifications. Unit cleared for clinical use is unknown. The failure analysis and testing department received the display top lcd rohs and performed visual inspection of this part received and part looks to be in good condition. Installed the display top lcd rohs into the cardiosave test fixture and tested to the factory specifications per the cardiosave service manual pn 0070-00-0639 revision r. The failure analysis and testing department turned the unit on and observed display was flickering with multiple colors. The failure analysis and testing department verified the failure message of display flickering and not function. "The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined. Display top lcd rohs failed testing. Retaining display top lcd rohs in the fat dept. As per procedure 0002-07-d008 rev aq.

Event description:
N/a.